Manufacturer narrative:
The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had an error in the motor detected by reading an unexpected value from hall sensor. Customer advised they were able to clear the alarm however they were unable to rewind the insulin pump. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device was received with a blank display due to moisture damage on the electronic assembly. Unable to perform the self test, sleep current measurement, active current measurement, and the displacement test or verify pump error 43 alarms, due to blank display. Moisture damage was also found on the motor and force sensor during visual inspection. Device was also received with scratched case, missing display window cover, stained keypad overlay, serial number label stained, missing end cap address label, pillowing keypad overlay, case cracked behind the insulin pump near the battery compartment and cracked battery tube threads.